Event description:
The customer reported that the battery is not charging. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery is not charging. There was no pt involvement. The unit was evaluated by a philips field service engineer, and the reported issue was verified. The issue was localized to the power pca. We are considering this a malfunction of the power pca.